Manufacturer narrative:
The insulin pump received with stuck motor error alarm loop during bolus delivery and motor position encoder error alarm confirmed in the history file. The insulin pump passed rewind, basic occlusion, prime and displacement test. The motor was tested outside of the pump and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump minor scratched lcd window, cracked case near display window corners, cracked battery tube threads and cracked reservoir tube lip. The drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's doctor reported via phone call that they received a motor error alarm. The customer's blood glucose was 174 mg/dl at the time of incident. The customer's doctor stated that the drive support cap was sticking out. The customer's doctor was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.